Manufacturer narrative:
D4 lot number: initial report inadvertently did not include device lot number when it was known. 946 will be added. H4 device manufacture date: initial report inadvertently did not provide manufacturing date when it was known. 10-jan-2025 will be added.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a prophylactic battery replacement. During the surgery, an in-pocket system diagnostic test was performed, and everything was within normal limits. The patient's device was then turned on to pre-surgical settings; however, it was noticed that the patient went into asystole and bradycardia during stimulation. The bradycardia and asystole resolved after stimulation was completed. The surgeon decided to reduce the parameters, and the issue was resolved. The patient was then monitored in the pacu to ensure tolerability. No other relevant information has been received to date.

Event description:
Additional information was received. The returned arrhythmia form indicated that ECG confirmed the patient's arrhythmia occurred with vns on times. It was noted that the patient's settings were reduced in response to the arrhythmia. The arrhythmia was noted to resolve with the settings reduction and has not been known to recur. No other relevant information has been received to date.